Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during use, placement on (B)(6) 2025. On the eighth day, a 75 year old male patient removed the catheter himself. In the process, the tip of the catheter (from the middle of the shaft to the end point) was left inside the bladder. He was transferred to another hospital on march 16, where the retained fragment was retrieved. Please investigate why the catheter fractured, taking the circumstances into account, and determine if there were any defects with the catheter. Have been told by the hospital that they would like the report that needs to be urgently investigated as soon as possible, so it would be helpful if you could respond as quickly as possible. Thank you in advance.